Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, service code 204) was confirmed due to the electrode belt ECG "a&b" cable being severed, damaging wires in the cable. The root cause of the physical damage to the damaged cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt's cable was damaged and was displaying a service code 204 (belt/monitor unusable).